Manufacturer narrative:
On 03/02/2018, mentor has received additional information that mentor failure analysis lab has received the device for evaluation . The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the product code was updated from unknown saline implants to saline mentor smooth round moderate profile 325cc, catalog number 3501650 and lot number is 268766 as per device received. Lot # 268766 was reviewed and it belongs to product code 3501650 manufactured in (B)(6)., USA. On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 268766 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 06/20/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect, shell abrasion was observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent measuring approximately <0.1 cm within the shell abrasion area. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor breast implant and experienced deflation on the right breast. The deflation was discovered during surgery. As a result, the patient had undergone explantation on (B)(6) 2018.